Event description:
According to the available information, a bladder catheter was inserted and when the balloon was inflated the balloon was observed to rupture. The device was changed and there was no patient consequence.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint regarding the lot number 9445824.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint regarding the lot number 9445824. The issue of bursting silicone balloon is known but according to the available information we cannot conclude on a specific root cause in this case. Quality database was checked and revealed a corrective and preventive action: CAPA-000152. "Balloon issues on folysil and silicone prostatic catheters" was opened and monthly monitoring. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A similar case study was performed based on same item number aa6110xx, defect balloon burst over last four years, 5 similar cases were found (B)(4).

Event description:
According to the available information, a bladder catheter was inserted and when the balloon was inflated the balloon was observed to rupture. The device was changed and there was no patient consequence.